Manufacturer narrative:
H.6. Investigation summary one photo sample and one unused protector sample was provided to our quality team for investigation. Upon visually inspecting the photo, a grey particle inside the vial can be observed. Without the actual sample to evaluate, we cannot verify the origin of the particle. The unused sample was evaluated, no issues were identified and no particles were observed after functional testing. A device history review was performed for lot 1905122, no deviations or non-conformances were identified during the manufacturing process that could have contributed to these issues. Fragmentation testing is performed during manufacturing to evaluate any particulates generated after ten activations. Testing results were reviewed for the reported lot and results were found to be acceptable. Four retained samples of lot 1905122 were used for additional evaluation. Functional testing was also performed, penetrating the protector with a sample injector ten times. In all cases the product functioned as intended and no coring was identified. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. Based on the quality team's investigation, we are not able to identify a definitive root cause related to our manufacturing process at this time. Complaints received for this device and defect will continue to be monitored by our quality team.

Event description:
It was reported that a piece of the rubber fell into vial when protector was inserted with a bd phaseal¿ protector p50. The following information was provided by the initial reporter: (3 of 4 complaints) a piece of vial rubber falling into the vial when the protector is inserted into the vial.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a piece of the rubber fell into vial when protector was inserted with a bd phaseal¿ protector p50. The following information was provided by the initial reporter: (3 of 4 complaints) a piece of vial rubber falling into the vial when the protector is inserted into the vial.